Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the noise could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a cystolitholapaxy, a loud bang was heard from the soltive laser system along with a burning smell/smoke. The system stopped working and was turned off. Staff attempted to power the unit back on but the screen was blank. The procedure was completed using a different technique. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.